Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b3 and h6 (patient code).

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was able to be duplicated. A cassette was attached to the device, and testing could not be performed due to a "cassette not latched" alarm. The downstream sensor was functioning properly, so the latch lock sensor will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device would not start without a latched cassette alarm. It is unknown if there was a patient, or clinician injury associated with this occurrence.